Event description:
It was reported to resmed that a patient passed away while using an astral 150 device. It was reported that the device was found not ventilating, powered off and connected to an external battery. The incident is under police investigation.

Manufacturer narrative:
The astral device was not returned to resmed. Review of the device data logs showed no indication of a technical failure or indication of a device malfunction. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains acceptable. Resmed reference#:(B)(4)

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient passed away while using an astral 150 device. It was reported that the device was found not ventilating, powered off and connected to an external battery. The incident is under police investigation.